Manufacturer narrative:
Based on the claim against the product by the customer noting surgeon loses control of the camera sporadically, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the clinical sales rep and stated that it could have been user error or a bad endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: it was alleged that the surgeon lost control of the endoscope. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the surgeon loses control of the endoscope sporadically. The technical support engineer (tse) asked if the surgeon was possibly pulling her head out of the viewer and the clinical sales representative (csr) said no. The tse asked if the surgeon fingers were hitting the finger clutches by accident and the csr was not sure. The onsite logs show no related errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.